Event description:
On 2nd july 2025, it was reported by an arthrex's employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the anchor was found loosen and it cannot be screw in even when adjusted the position. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-2324bcc. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-2324bcc batch 15306881 was received for evaluation. Visual inspection noted that the device is missing the eyelet, sutures, and the outer molded shaft. Visual inspection of the returned anchor noted that the screw's threads were deformed at the proximal and distal ends, most likely due to excessive force. Functional testing cannot be performed due to the missing components. The most likely cause of the reported failure is user error, including improper bone preparation, misalignment of the insertion, and misalignment of the device during insertion.